Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reft4475 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reft4475) have been reported from the same facility.

Event description:
It was reported "sherlock wire broke on the copper section with the internal wire still intact." It was stated there was no injury. Procedure completed.